Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17dec2018. International UDI: (B)(4). Philip's international service technician confirmed the reported issue. Philip's international service technician replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a touchscreen malfunction. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.